Event description:
The cast cutter was returned to stryker instruments for service, and during functional evaluation it was noted that there were exposed wires in the cut cord. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of a cut in the cord with exposed wires was duplicated. This may have been a result of accidental mechanical damage or wear and tear over the life of the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The cast cutter was returned to stryker instruments for service, and during functional evaluation it was noted that there were exposed wires in the cut cord. There was no patient involvement and no adverse consequences associated with the device.